Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this 26mm tricuspid annuloplasty ring, the ring was explanted and replaced with a 30mm ring of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic additional information that this annuloplasty ring was replaced due to moderate tricuspid regurgitation. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.